Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The device has been received. Evaluation summary: the reported event was confirmed. A batch review was performed and found that no abnormalities were found during the manufacture of this lot. Based on the investigation performed, the issue is associated to a potential damage during the manufacturing of the component. The root cause was determined to be molding issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient reported that he identified three units of minicaps which were cracked. There was no patient involvement. No further information is available. This report is addressing minicap 1 of 3.